Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 426 mg/dl at the time of hospitalization. The customer experienced nausea due to high blood glucose. The customer treated high blood glucose with insulin injection, bolus and intravenous insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump passed high pressure test. The customer was unable to complete carelink upload. Customer reported that bolus wizard was programmed accurately. The insulin pump will not be returned for analysis.